Manufacturer narrative:
Reportedly there was no patient involvement. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that multiple instruments have malfunctions. The gauge was broken off (has separated from the device) on two (2) depth gauges. The tip was broken off (was missing from the device) on a stardrive screwdriver shaft t8. The tip was stripped on a stardrive screwdriver shaft. The tip was stripped on another stardrive screwdriver shaft t8. Lastly, the tip was broken off of a reamer irrigation aspirator (ria) drive shaft. There was no known procedure involvement. This is report 5 of 6 for (B)(4).

Manufacturer narrative:
Device history record (DHR) review: part number: 03.110.007; synthes lot number: 7626930; supplier lot number: n/a; release to warehouse date: march 18, 2014; expiration date: n/a; manufactured by synthes jennersville. No nonconformance records (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Investigation summary: device evaluation: investigation flow: damage: visual (appearance not as expected). Visual inspection: the screwdriver was received with deformation and bending of the stardrive points of the distal tip. Indents were noted along the distal end and the stardrive appears stripped. The balance of the device shows surface wear consistent with use and which would not impact the functionality. It was determined that the received condition does agree with the complaint description. Document/specification review: the device drawings reflecting the current and manufactured revision were reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Dimensional inspection: inspection of distal stardrive feature could not be conducted due to the post manufacturing deformation. No definitive root cause was able to be determined as the circumstances surrounding the event and over the device lifespan are unknown. However, the condition is consistent with exposure to exceeding torsional forces and wear over the device¿s 4 year lifespan. Conclusion: the complaint condition is confirmed as the screwdriver was received with deformation and bending of the stardrive points of the distal tip. No design or manufacturing defect or deficiency was observed during the investigation. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.